Event description:
Customer reported the system displayed a motion error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cable connections. System operates as intended.